Event description:
Procedure type: nephrectomy. According to the reporter: the specimen was put in the pouch and the surgeon tried to close it, but the pouch was not detached from ring. The pouch was cut with scissors and closed with string, and the specimen was removed. After that, the distal end of ring was broken when the device was removed from cavity. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes. There was no unanticipated tissue loss. Nothing fell into the cavity. Pt is under observation.

Manufacturer narrative:
(B)(4).